Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: DHR: part number: 03.037.028. Lot number: 82p2754. Manufacturing site: hägendorf. Release to warehouse date: 05.02.2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the shaft of the scrdriver-hex 5 flex cann was broken near of the distal tip. The broken fragment remains still attached to shaft. No other issues were identified. A dimensional inspection for the scrdriver-hex 5 flex cann was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the scrdriver-hex 5 flex cann would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the scrdriver-hex 5 flex cann experienced a crack in the metal at the tip of the screwdriver during a tfna procedure. The event occurred intraoperatively, and the screw was correctly placed, so no extraction was required. There was no patient consequence or surgical delay. Upon manufacturers investigation it was noted that the device was broken.